Event description:
It was reported that during use the right ventricular (rv) lead oversensing with 3 non-sustained ventricular tachycardia (vt) episodes with t-wave oversensing (twos). It was also reported that fluctuating r-wave amplitude was noted as low as approximately 2 millivolts. The rv lead remains in use and patient to be evaluated at different facility. No patient complications have been reported as a result of this event.